Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. He performed a ventilator calibration to resolve the reported issue.

Event description:
The hospital reported that, during checkout's 1st stage, the bellow couldn't be empty and there was a message "bellows cannot be emptied" on the checkout screen. There was no reported patient involvement.